Event description:
The pt is one year post insertion of single 8 french infusaport placement. X-rays in 2002 revealed there was a dislodged portion of the pt's infuse-a-port. The infuse-a-port was immediately removed by interventional radiology. The pt tolerated the procedure well. The pt will be re-scheduled to have a new port inserted. The pt presented to the hospital with chest pain and a cough.